Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and paddle lead, on (B)(6) 2010. The physician explanted and replaced her ipg on (B)(6) 2010 since the pt had hit the ipg pocket site during a fall and had also developed an allergy at the pocket site (reference MFR report: 1627487-2010-03391). The ipg pocket site was also relocated to an alternate location on (B)(6) 2010. Sometime after the implant, the pt allegedly developed another allergic reaction and complained of pain at the pocket site. The physician subsequently moved the ipg pocket to another site where the pt developed the same allergic reaction. F/u on the pt found that the physician placed the existing ipg in an anti-microbial pouch that was then placed into the ipg pocket on (B)(6) 2011. No further pt complications were reported.